Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and apogee was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to sui/pop. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, erosion, infection, bowel problems and other unspecified issues. It was reported that patient underwent posterior repair/reduction of enterocele and rectocele and vaginal vault suspension on (B)(6) 2008 for recurrent pop.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent pelvic organ prolapse and urinary tract infection. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent a laparoscopic enterolysis, revision of prosthetic vaginal graft, laparoscopic colpopexy (abdominal sacrocolpopexy using bard alyte mesh), boston scientific advantage fit sling and cystoscopy on (B)(6) 2013 due to mechanical complication of implanted device, post hysterectomy vaginal vault prolapse, detachment of sacrocolpopexy mesh from vaginal cuff, sui, hypermobile urethra and pelvic adhevacuation of intrabdominal blood, lavage of the abdominal cavity, exploration of sacrocolpopexy esive disease. On (B)(6) 2013 the patient underwent operative laparoscopy with and placement of jp drain on due to acute blood loss anemia and suspected intrabdominal bleeding. No additional information was provided.